Event description:
Rhead lateral assembly head revised due to separation from rhead lateral stem as seen of radiographic imaging on routine patient follow up. The radial head prosthesis and stem were removed and replaced with another lateral radial head on a newly implanted stem.

Manufacturer narrative:
Patient follow up images confirmed disconnection of head from stem. No further evaluation could be conducted as the device was not returned. Conclusion: for unknown the device was not locked, causing separation in vivo.